Manufacturer narrative:
Device available for evaluation: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device confirmed the reported event. A complaint database search finds no additional reports against the complaint sample product and lot combination. A two-year search of the complaint database against product code (B)(4) did not find any additional reported events. The investigation could not draw any conclusions about the disassembled/missing pin component without the pin to examine. Based on the inability to determine a root cause and the low frequency of reported events, no corrective action is being pursued at this time. Monitor complaints through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Retaining pin that holds the metal backing and the poly trial has come out.